Manufacturer narrative:
Corrected data: upon further review, this report has been identified as a duplicate of MFR# 0002249697-2023-00919. All further reporting will be provided under the original MDR# 0002249697-2023-00919.

Event description:
As described by patient: "I had a hip replacement. The joint ¿failed¿ this year. The consultants at the hospital where I had the hip revision done mentioned that the original hip was made by stryker. I¿m really keen to understand the cause of the failure, there was no trauma, accident or fall involved. Going up the stairs to bed my right leg ¿gave way¿. What information do I need to provide you with so that you can identify the implant and help me understand the cause of the failure? I¿m in the latter stages of my recovery from the procedure but it¿s been a long haul and I am really keen to avoid any repetition of this failure." Update per response: issue occurred "going up the stairs to bed my right leg ¿gave way¿ with no fall or other trauma".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
As described by patient: "I had a hip replacement. The joint ¿failed¿ this year. The consultants at the hospital where I had the hip revision done mentioned that the original hip was made by stryker. I¿m really keen to understand the cause of the failure, there was no trauma, accident or fall involved. Going up the stairs to bed my right leg ¿gave way¿. What information do I need to provide you with so that you can identify the implant and help me understand the cause of the failure? I¿m in the latter stages of my recovery from the procedure but it¿s been a long haul and I am really keen to avoid any repetition of this failure." Update per response: issue occurred "going up the stairs to bed my right leg ¿gave way¿ with no fall or other trauma".